Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during an ap resection, the jaws of the device could not be reopened. It is unk if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no harm to the pt.